Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was receiving 24hr chemotherapy infusion via cadd solis pump, 500ml (20.8ml/hr). Infusion was started at 1330. The infusion completed next day at 1200 approximately 1.5 hours early. After 24hrs pump was stopped and declared ~470ml was infused. Chemotherapy tubing was dry, however cadd pump stated 39mls remaining. Patient reported feeling "fine". Vitals stable. Pump came to biomed with date and time reset so logs times are inaccurate. The pump was tested by biomed and noted that the pump was over-infusing during accuracy tests but was within specifications. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was the received for evaluation. Functional testing was unable to duplicate the reported delivery problem. However, the real time clock battery caused a data loss issue. The defective real time clock battery and main board were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.